Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se after an interventional procedure. Reportedly, when rubbing their hand over the access site, slight itching is felt. The patient does have an allergy to all metals except gold. No treatment has been done. The patient does not believe this is an issue at this time, but would like information regarding any additional symptoms that may occur. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation and the clip remains in the patient's artery; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information received, this is no indication of a product deficiency.